Event description:
Inappropriate sensing and low amplitude r-waves were observed. The sense/pace section of the lead appeared not to have a pin when removed from the header. The pace/sense portion of the lead was capped and defib remains active.